Event description:
The patient called lifescan and alleged the surestep enhanced meter displayed error 2. The patient stated a relative dropped the meter. A medical professional was contacted to have a blood glucose taken, no treatment given. The customer care representative performed troubleshooting and the error 2 message still appears. Though the meter was dropped, error 2 is related to a test strip issue; therefore it is possible the product malfunctioned.